Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient in her twenties who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, herpes genitalis, hypertension, urinary incontinence, chronic gastritis, spastic colon, gastroesophageal reflux disease, cholelithiasis, heavy periods, vaginal discharge, multigravida and parity 3. Previously administered products included for an unreported indication: mirena iud. Concomitant products included alprazolam (azor) since 2006, alprazolam (xanax) since (B)(6) 2016, dexlansoprazole (kapidex) since 2002, esomeprazole since 2002, iron since 2004, lisdexamfetamine mesilate (vyvanse), multivitamins, plain, omeprazole magnesium (prilosec) since 2002, pitavastatin calcium (livalo) since 2006 and valaciclovir hydrochloride (valtrex) since 2004. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). In 2012, the patient experienced migraine ("migraine/headache"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In 2014, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In 2016, the patient experienced the first episode of alopecia ("hair loss"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), the second episode of alopecia ("hair loss") and headache ("headache") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, uterine leiomyoma, dyspareunia, migraine, dysmenorrhoea, abdominal pain, back pain, metrorrhagia, urinary tract infection, vaginal infection, the last episode of alopecia and headache had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),pelvic/abdominal, back,dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), hair loss , migraine and headaches diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86.168 kgs. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine fibroids, pelvic pain, menorrhagia, vaginal bleeding and dysmenorrhea (cramping). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs and mr received. This case became incident. Event injury nos was replaced with new events added- pelvic pain, abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), uterine fibroids, dyspareunia, migraine/headache, hair loss, dysmenorrhea(cramping), abdominal pain, metrorrhagia(bleeding b/w periods), urinary tract infection, hair loss, headache and back pain were added. Reporter and patient demographic details added. Medical history, lab data and concomitant drugs were added. Fu 2 and fu 3 processed together. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.